Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plexitron solution administration set was broken. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H10: the device was received for evaluation. A visual inspection with the naked eye was performed which observed that the sample was received in its original package but open. All parts were present and assembled according the drawing. It was observed that the tube had two cuts in it in the form of a ¿v¿, similar to cuts that would be generated by a scissors. Functional tests were performed which included a leak test and an underwater pressure test which revealed leaks at the exact point where the cuts had been evidenced. A review of the manufacturing extrusion process was made and it was noted that the blades of the cutting machine are horizontal (one above and one below). Therefore, the cut made on this machine is straight and there is no shape that generates a double cut in the form of "v". The reported condition was verified, however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.